Manufacturer narrative:
Device evaluation summary: the reported error code 54 was verified during service. Service technician found a defective cable assy internal ui. The issue was resolved by replacing the batteries*2. Preventative maintenance was performed per specifications. Additional information h6.2 eval code method (fdm/annex b): this field was updated additional information h6.3 eval code result (fdr/annex c): this field was updated additional information h6.4 eval code conclusion (fdc/annex d): this field was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the system was displaying error code 54 (sc mpu mc speed control w hard error). The customer stated that a reboot occasionally resolves the issue. The instrument was used. There was no patient impact associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the instrument was used after the issue was noted and the pump continued to function during and after the reboot. The hand crank was not used to maintain flow when the reboot occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.